Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this elderly patient on peritoneal dialysis (pd) had an infection and needed manual solution for antibiotic therapy. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient was seen on the outpatient pd clinic. The patient had a pd culture obtained (the same day) which generated no organism growth and an elevated white blood cell (wbc) of 14,0000. The patient was treated intra-peritoneal (ip) with the antibiotics vancomycin 1.5 grams and ceftazidime 2 grams on an outpatient basis. The patient is reportedly recovering from the event and continues pd treatment with the same cycler. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse indicated the peritonitis was attributed to an internal source from the patient having concomitant diarrhea.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system. The patient had concomitant diarrhea which is risk factor for peritonitis in pd patients. Therefore, it is reasonable to attribute the patient¿s peritonitis event to an internal abdominal source from concomitant diarrhea, as also reported by the pd nurse.

Event description:
On 16/may/2022, a registered nurse (rn) reported that this elderly patient on peritoneal dialysis (pd) had an infection and needed manual solution for antibiotic therapy. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on 16/may/2022, the patient was seen on the outpatient pd clinic. The patient had a pd culture obtained (the same day) which generated no organism growth and an elevated white blood cell (wbc) of 14,0000. The patient was treated intra-peritoneal (ip) with the antibiotics vancomycin 1.5 grams and ceftazidime 2 grams on an outpatient basis. The patient is reportedly recovering from the event and continues pd treatment with the same cycler. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse indicated the peritonitis was attributed to an internal source from the patient having concomitant diarrhea.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.